Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the o- rings and receptacle top was missing and required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported that while using the avea ventilator, it is autocycling. The customer stated this issue occurred while on a patient. The ventilator was swapped out for another ventilator, there was no patient harm or injury.